Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with paroxysmal chest tightness and shortness of breath. Angiography revealed single vascular lesions. A 2.25 x 12 mm xience xpedition stent was implanted in proximal left anterior descending artery with 80% stenosis. The patient was discharged on (B)(6) 2014. Information received from the one-year follow-up on 19-jun-2015 indicated that the patient was re-hospitalized with back pain on (B)(6) 2014. After an echocardiogram (ECG), ultrasound and computed tomography (CT) examination, drug therapy was performed, but results of examination and exact drugs are unknown. The patient improved and was discharged on (B)(6) 2014. On (B)(6) 2014, the patient was re-hospitalized in local hospital with back pain again. The patient underwent ECG, color ultrasound and CT examination, but the results were unknown. The patient improved and was discharged on (B)(6) 2014. Per the physician, the relationship between the event and the device is unknown. The patient's symptoms persist. It remains unknown if the stent is patent. No additional information was provided.